Event description:
During surgery the surgeon noticed that a piece of the needle driver had broken off into patient's vagina while suturing the vaginal cuff during a total laparoscopic hysterectomy. The piece was retrieved, and the instrument and broken piece was immediately taken off the field.